Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the distal idler pulley. The distal idler pulley spun freely and was not damaged. The large hem-o-lok clip applier was also found to have a cracked input shaft. The housing was removed for inspection and the grip input shaft #7 was cracked. As a result of a cracked input shaft, the instrument grip cable became loose. The probable root cause of a loose grip cable is attributed to a loss of cable tension. A cracked input shaft can cause the cable to become dislodged at the proximal end. When the input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the large hem-o-lok clip applier had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.